Manufacturer narrative:
Device evaluation summary: visual inspection of the 1 returned device shows evidence of use. Reason for return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a nautilus extra corporeal membrane oxygenation (ECMO) oxygenator, it was reported that it was leaking blood out of the gas out port of the base. It was assumed that there was a pmp fiber leak/break. The same leak did not appear in multiple packs. The use of the device was unknown. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Additional device evaluation summary: visual inspection shows blood staining on the fiber. Blood path and water path integrity test was performed on the device and no leaks were observed from the fiber bundle. Reason for return confirmed by blood staining on the fiber. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.